Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot 07-jun-2021 by: mschoenfeld. A DHR review could not be performed for this pi. This lot number belongs to p/n 202.872. Please confirm / correct the lot number and resubmit. Lot # provided is not a valid lot number for this device, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. A DHR review could not be performed for this pi. This lot number belongs to p/n 202.872. Please confirm / correct the lot number and resubmit.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis surgery for trochanteric femur fracture with tfna implants. The top part of a nail was located deep in the bone, the surgeon tried to insert the end cap in question with the expectation of anchoring effect (an endcap is not usually used). The end cap could not be inserted for a long time and the surgeon gave up inserting the end cap. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) ti end cap for tfna 10mm extn - sterile. This is report 1 of 1 for complaint (B)(4).